Event description:
The scs system was explanted due to a staphylococcus infection on 2004. Physician removed the system to treat the infection. Once the infection has cleared the pt wants to be reimplanted with a new system.